Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned and investigated. The reported gripper actuation issue was confirmed. The reported mechanical issue was not confirmed. Additionally, it was observed that the suture knots had detached from the gripper arms. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported mechanical issue could not be determined. The gripper actuation issue was due to the identified detached suture knots. The detached suture knots appear to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for gripper actuation issues. It was reported that during a mitraclip procedure, treating functional mitral regurgitation (mr) of grade 4, one mitraclip was implanted in the central portion of the mitral valve. The decision was made to implant a second clip. During preparation of the clip delivery system (cds), some resistance was noted during retraction of the gripper lever; however, the grippers functioned normally. The cds was advanced into the patient anatomy, but the grippers could not be raised. The clip was inverted and slowly removed into the left atrium. The clip was closed and was removed from the anatomy. Two additional clips were implanted, one on either side of the first implanted clip. Mr was reduced to grade 1 and the patient left the cath lab in stable condition. No additional information was provided.